Event description:
Customer reported the insulin pump kept alarm no delivery. Customer was tired of changing out set over and over. Customer did not want to provide personal information. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.